Event description:
No additional information provided.

Manufacturer narrative:
Summary: 1. The customer returns two samples and analyses the returned samples the product has been used, and there are a lot of blood stains on the product. Judging from the distribution of blood stains, there are a lot of blood stains on the tail of the product. Based on the comprehensive analysis of the samples, the reason is the leakage of the isolation plug. 2. Production record check lot#4081481. 1) this batch of products will be assembled in jingma automatic line 4 in april 2024, and packaged in r240 packaging line and cfs packaging line in april 2024, with a work order quantity of (B)(4); 2) isolated plug incoming inspection, no abnormal appearance and size, in line with the requirements of incoming inspection specifications; 3) 800 leakage tests in process testing and 32 leakage tests in shipment testing, the test results are in line with product standards; 4) in the production process, there is no conformity, deviation or rework behavior; 5) isolation plug assembly equipment without abnormal maintenance. 3. Cause investigation: 1) take the complete sample returned by the customer for relevant testing: 800mm simulated clinical leakage test. The test passed and no leakage was found at the isolation plug. 2) the factory has initiated CAPA for further root cause investigation. Conclusion: no abnormality was found in the product manufacturing process, and all test results were in line with the requirements of the product specification. No similar complaints were received from other hospitals about this batch of products. The returned photos showed leakage at the isolation plug. In response to this defect, the factory has initiated CAPA to trace and investigate its root cause.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum. The nurse used an indwelling needle on the patient and blood leaked out of the end of the needle after pulling out the needle cone after a successful puncture, which was found to be immediately replaced with a new indwelling needle and re-punctured.